Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered an area of missing material measuring approximately 2.5 x 1.4 cm on the anterior aspect. Microscopic examination of the edges of the missing material gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 460cc saline prosthesis, catalog #3503460, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis. In (B)(6) 2018 left sided deflation was observed, as the implant had adhered to the pectoral muscle. As a result, bilateral prosthesis replacement with mentor smooth round high profile 500cc saline prostheses was performed.